Manufacturer narrative:
The field service engineer determined that a rinse tubing was pulled too far and damaged. The tubing was replaced and the water flow was adjusted. Mechanism checks were performed. The customer ran calibration and controls; these were good. The system was verified to be operating within specifications. The investigation determined that the issue was resolved by the service actions.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a glucose value of 44.6 mg/dl, which repeated as 92.3 mg/dl. The repeat value was believed to be correct. No adverse events were alleged to have occurred with the patient.